Event description:
The needle is breaking, quantity affected 3 kits. The doctor repositions the needle holder close to the eye and presses it hard when inserting through the other side of tissue after initially inserting the needle through the tissue.